Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited noise, causing false pause episodes. The device would be monitored. The patient was stable.

Event description:
New information received noted the patient presented remotely via merlin.net. Upon reviewing the electrograms, the implantable cardiac monitor had noise on (B)(6) 2019. The device was reprogrammed on (B)(6) 2019 in clinic. The patient was stable before, during, and after the episodes.